Event description:
An analysis was performed on the lead and generator. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. An analysis was performed on the returned lead portions and the reported allegations of ¿fracture of lead(s) / explanted / due to lead break / high impedance¿ (lead section) were confirmed. Note that the green (negative) electrode was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis the (-) green electrode quadfilar coil appeared to be broken in the body area of the returned lead assembly. Scanning electron microscopy was performed and identified the areas as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process and the inner silicone tubing that was sliced in half. The abraded openings; puncture marks, slice marks and incision marks found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The resistance measurements taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the stated allegations of a lead fracture.

Event description:
On (B)(6) 2013, it was reported that this vns patient was referred for prophylactic generator revision due to an increase in seizures activity. The patient underwent full revision on (B)(6) 2013 due to a lead break and prophylactic reasons. The devices have not been returned to date. A review of programming history shows that the diagnostics through (B)(6) 2011 were within normal limits. A battery life calculation showed 4.53 years remaining

Manufacturer narrative:
Additional information was received indicating that the increase in seizures began on (B)(6) 2013. This report is being submitted to correct this information.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death.

Event description:
Information was received that the increase in seizures began on (B)(6) 2013. The patient¿s seizures had not returned to revision until his (B)(6) 2013 visit. The patient still had more frequent absence seizures than before but had not had any convulsions. The increased seizures were above the patient¿s pre-vns baseline level; however, the patient is not back to previous stimulation levels. The patient had his first convulsion ever when the vns stopped functioning. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures. It was believed that the interrupted vns function caused the seizures. High impedance was first seen on (B)(6) 2013 at which time the device was programmed off. X-rays were taken but not provided for review. The x-ray report (dated (B)(6) 2013) indicated that there was no evidence of a lead discontinuity. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. Current settings were provided.

Event description:
The explanted devices were returned on (B)(6) 2013 and are pending analysis. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Analysis of programming history. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected but did not cause or contribute to a death.